Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead; product ID, 435135 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported, the patient had the device replaced in (B)(6) 2011 because, it was not working. The reporter was not aware as to why it had not worked. Additional information was requested, but was not available at the time of this report.